Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. A manufacturing record evaluation was performed for the finished device 30011881m number, and no internal actions were found during the review. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a (B)(6) male patient underwent an ablation procedure with a thermocool® smart touch¿ electrophysiology catheter which was reported to be past the expiration date. The customer reported that an expired product was used during the surgical procedure. No patient consequence was reported. A preliminary investigation found the catheter was shipped to (B)(6) on time on may9, 2018. The registration is incorrect considering the expiration date. The expiration date registered on file is 13/feb/2021, while the correct expiration date on the product is 13/feb/2019. The product was dispatched on 15/mar/2019 from local distribution facility and was delivered to the hospital on 18/mar/2019. It was later determined a manual entry error was made while registering the product¿s expiration date into the erp/sap systems. The expiration date was incorrectly entered as 13/02/2021. The reported issue of expired product being shipped to the customer has been assessed as MDR reportable.